Event description:
The user facility reported a 77-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient was on impella cp support due to being hypotensive and unstable. During the impella implant, the patient went into ventricular tachycardia (vt) and required multiple shocks. After the impella implant, prior to transport, the patient had oozing from the access site. Purse string sutures and manual pressure were applied. After the transport, there was severe bleeding from the left femoral artery. The patient was given eight units of blood products. The left femoral artery was repaired by the vascular team and the impella was removed. Reportable due to patient's vt, access site bleeding and vascular damage.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿

Manufacturer narrative:
The investigation has been completed. The impella cp pump was not returned. As per clinical, bleeding did not resolve with purse string suture and vascular surgeon was consulted for left femoral artery bleeding. Hemostasis achieved by surgical intervention. The cause of the vascular damage issue was most likely use related per clinical. As the necessary information was not provided, the root cause of the vt/vf was not determined. To determine the true root cause of the ventricular tachycardia/ventricular fibrillation (vt/vf), the clinical information would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined. Impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ d.4 and h.4 lot number, expiration date, unique identifier (UDI) # and device manufacture date were revised as previously entered incorrectly. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 health effect - clinical code and health effect - impact code were revised as some codes were inadvertently left off the previously submitted manufacture device report. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.